Manufacturer narrative:
The onyx used during this event has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined form the provided information. Mdrs related to this event: 2029214-2019-00146, 2029214-2019-00147. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that onyx was seen leaking out of the hole on the side of the microcatheter. The microcatheter was found to be ruptured, but intact. No patient injury was reported as a result of the event.